Manufacturer narrative:
Reported event: an event regarding alleged instability involving an unknown implant head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no device was returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as device is not identified properly. Complaint history review: not performed as device is not identified properly. Conclusions: it was reported that patient was revised due to instability involving an unknown implant head. The exact cause of the event could not be determined because product is not properly identified and no further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to instability. A 28mm + 10 c-taper head and osteonics series 2 28/58 10° liner were revised to a 32mm + 10 c-taper lfit head with 32mm 10° omnifit crossfire insert. Rep confirmed that no further information will be released by the hospital or surgeon.